Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were evaluated and does show no fill/no vacuum; however, does not show the customer's indicated failure mode of underfill. Additionally, 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. Functional tests were also performed on 10 retained samples, with all tubes meeting specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. This complaint has been confirmed for no fill based on the photos provided. This complaint was unable to be confirmed for the reported defect code: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, 2 tubes underfilled. There was no health impact or consequences reported.